Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls (qcs) were within acceptable ranges on the day of the event and the customer reported that an instrument error was triggered by the instrument between the initial result and repeat result. As a result of this error, the customer lubricated the guide rods and the error did not recur. As per siemens' instructions, the customer ran a precision test on 3 levels of qcs, which recovered within specifications for level 2 and level 3; the standard deviation for level 1 qc recovery recovered higher than the customer expected. Siemens does not have any claims for level 1 qc. As per siemens recommendations, the customer: replaced the sample probe tip and the heterogeneous module (hm) pump cassettes; cleaned all drains; stylette the wash probes and repeated the precision test for level 1 qc; the precision did not meet the customer's expectations. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse inspected the instrument and found 2 hm vessels stuck in the hm wash probe assembly, restricting the probes from moving to and from home. The cse removed the vessels, realigned the hm module, and ran system check and qcs. The system check and qcs recovered within specifications. Siemens followed up with the customer on the instrument's performance post-service, and the customer indicated that the issue was resolved. The cause of the discordant, falsely elevated hcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). A sample from the patient was also tested on a qualitative hcg test, and the result recovered negative. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.